Manufacturer narrative:
This is a complaint that was discovered during a literature search; as noted in the publication by dautov et al in effectiveness and safety of the transradial 8fr sheathless approach for revascularization of chronic total occlusions, am j cardiol. 2016 sep 15;118(6):785-789; report there were 3 asymptomatic radial occlusions: 2 related to the 8fr stt and 1 related to a contralateral 6fr access. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Arterial occlusion is associated with the progression of atherosclerotic disease and is a known potential adverse event and does not represent a device failure. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Event description:
As noted in the publication by dautov et al in effectiveness and safety of the transradial 8fr sheathless approach for revascularization of chronic total occlusions, am j cardiol. 2016 sep 15;118(6):785-789; report there were 3 asymptomatic radial occlusions: 2 related to the 8fr stt and 1 related to a contralateral 6fr access.

Manufacturer narrative:
As noted in the publication by dautov et al in effectiveness and safety of the transradial 8fr sheathless approach for revascularization of chronic total occlusions, am j cardiol. (B)(6) 2016 (B)(4); report there were 3 asymptomatic radial occlusions: 2 related to the 8fr stt and 1 related to a contralateral 6fr access. The product was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Occlusion is associated with the progression of cardiovascular disease and is a known potential adverse event following percutaneous coronary intervention (pci). Well documented potential complication of pci stent placement is subsequent intimal hyperplasia and occlusion. Progression of atherosclerosis is an expected outcome of the disease process. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.